Event description:
During analysis of the patient's explanted vns generator, it was noted that the as-received programmed settings were indicative that a faulted diagnostics test had occurred resulting in an unintended change. It is unknown when this occurred however it likely was at or before the surgery to explant the patient's generator on (B)(6) 2012. The last date of programming history available to the manufacturer is (B)(6) 2011 which indicates the patient's settings were as intended. Attempts for additional programming history have been unsuccessful to date. No adverse events have been reported.

Event description:
A new search in the in-house database revealed additional programming history on (B)(6) 2011. The settings were as intended. No system diagnostic tests were performed following the final interrogation.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Labeled for single use?, corrected data: the initial report inadvertently reported the use incorrectly. The programming system is not labeled for single use. Usage of device, corrected data: the initial report inadvertently reported the use incorrectly. This field is not applicable for the programming system.